Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported speaker not working. The cause was determined during a visual inspection to be a damaged rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the speaker of a spectrum pump was not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.